Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 70 mg/dl, 113 mg/dl, 124 mg/dl, 115 mg/dl. Tests were done within < 10 minutes with difference of 39 mg/dl. Patient did not experience any adverse events. No further information has been reported.